Event description:
It was reported that while advancing the spring wire guide (swg) through the arrow raulerson syringe, resistance was met and as a result, an swg was removed. There were no reported patient complications as a result of this occurrence.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: received one 0.032" x 60cm spring wire guide (swg). The returned swg was unraveled at the distal end. The swg had multiple bends along its length and was sharply kinked approximately 7cm from the distal end. The core wire was separated adjacent to the distal weld which remained attached to the coil wire. The proximal weld was intact without separation. No pieces appeared to be missing. Instructions for use (sz-25703-103a) describe suggested techniques to minimize the likelihood of swg damage during use. The device history record was not reviewed because, the lot number was not provided by the customer. The investigation found no evidence to suggest a manufacturing related cause. The reported complaint of swg unravelling was confirmed through visual inspection of the returned sample. The potential cause could not be determined based upon the samples and information provided. A CAPA has been initiated to address this issue.